Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year post filter deployment, it was noted that the ivc filter bridging at l1-l2 vertebral body. Approximately, thirteen years later, CT revealed multiple struts projecting outside the ivc wall. One may be embedded within the wall of the aorta; one appears directed abnormally superiorly along the wall of the ivc. Another strut coursed along the wall of the 3rd portion of the duodenum. Approximately one year later, CT revealed focal high-grade stenosis of the right middle lobe medial segmental pulmonary artery with distal occlusion, which was noted as a remote pe and not acute. Therefore, the investigation is confirmed for perforation of the ivc, filter malposition and filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter and its struts perforated outside the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately one year post filter deployment, it was noted that the ivc filter bridging at l1-l2 vertebral body. Approximately, thirteen years later, CT revealed multiple struts projecting outside the ivc wall. One may be embedded within the wall of the aorta; one appears directed abnormally superiorly along the wall of the ivc. Another strut coursed along the wall of the 3rd portion of the duodenum. Approximately one year later, CT revealed focal high-grade stenosis of the right middle lobe medial segmental pulmonary artery with distal occlusion, which was noted as a remote pe and not acute. Therefore, the investigation is confirmed for perforation of the ivc and unintended movement. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter and its struts perforated outside the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.